Event description:
The healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to recharge. The outcome was resolved without sequelae. Interventions included explanting and replacing the device. The device battery was depleted and unable to charge. The etiology was noted as related to the device or therapy and not related to the implant procedure. The patient reported the device did not provide sufficient pain relief. Relevant medical history included: non-malignant pain, other non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.